Manufacturer narrative:
Pump received with stripped battery cap coin slot (p), cracked battery tube threads, reservoir tube, reservoir tube lip, severely scratched display window.

Event description:
The customer's doctor reported via phone call that the insulin pump's display was badly scratched and the customer was having difficulty reading it. Customer was unsure of how the damage occurred. Blood glucose level at the time of the incident was not provided. The customer's doctor was advised that the insulin pump would be replaced and agreed to return the product for analysis.